Event description:
On june 27, 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter had an inaccuracy issue. The complaint was classified based on the customer care advocate's (cca) documentation since medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The mas mailed a letter to the patient on july 8, 2008. The patient indicated that she obtained inaccurate readings on the subject meter on eight days prior to original date at 2 pm. During that time, she reportedly obtained readings of "289, 117 and 108 mg/dl", performed within one minute apart. Between the tests, there was no intervention that would be expected to change the blood glucose. Based on the statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The patient reportedly increased the dose of diabetes medication after the reported issue. She reportedly took lantus long acting insulin 20 to 22 units, humalog fast acting insulin 7-10 units for dinner and 5 units for breakfast/lunch. It is not known how she manages her diabetes and what is her usual dosage of insulin. After the alleged issue began, at an unknown time, she reportedly experienced symptoms of "shaking, sweating and low blood sugar." The patient reportedly did not receive/ require any medical treatment or intervention for the diabetes. She was not tested on any other meter. During the troubleshooting, it was verified that the patient was using the correct testing and cleaning techniques. The test strips were in good condition and were stored properly. The reported meter readings were verified in the meter's memory. Replacement products were sent to the patient. This complaint is being reported because the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began with the subject meter. In addition, the calculated difference of these glucose results (289, 117 and 108 mg/dl) exceeds lifescan's criteria for precision.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.